Event description:
Pt on morphine pca with concentration of 1mg/1ml infusing continuously at 10 mg/hr. Cartridge contains 30mg. Cartridge not changed for 9 hrs. Cartridge should need changes every 3 hrs. Changed to new pump and red tagged old pump.